Manufacturer narrative:
Concomitant medical product: 407645 lead, implanted: (B)(6) 2011, 6935m62 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection approximately two months post-implant. The implantable cardioverter defibrillator (ICD) system was explanted and will be replaced in the future. No further patient complications have been reported asa result of this event.